Manufacturer narrative:
Follow-up #1 date of submission 07/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/02/2015 with the following findings: during investigation, a review of the pump black box and alarm history showed cs 012 call service alarm. During testing, the ez-prime steps were performed correctly with no cs012 or other alarms occurring. The pump performed within specification. The complaint of cs 012 call service alarms was not able to be duplicated during the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. It was reported that the pump emitted a cs 012 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.